Event description:
During an atrial flutter procedure, the parameters on the remote control could not be changed and the nurse felt an electric current when she touched it. An attempt to switch it off and on did not resolve the issue the remote control was disconnected and the procedure was finished without patient consequences by changing the parameters on the generator itself.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.